Event description:
Healthcare professional reported right side ¿breast rupture diffusion of extracapsular silicone¿, ¿capsular contracture baker grade ii¿, ¿breast is hard but still normal appearance¿ and ¿breast siliconoma". Device has been explanted.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and granuloma.